Event description:
Bipolar was not functioning during vein harvest with endovein vasoview equipment. Went to find new bipolar cord, however not available. During waiting process, charge rn recommended opening new equipment. Asked pa-c, and he agreed. New vasoview equipment was opened and new set worked. Defective equipment was placed under table for case and then taken to front desk of cvc or to be sent back to the company.